Manufacturer narrative:
Product ID: neu_unknown, serial# unknown, implanted: (B)(6) 2018, product type: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the anchor was disposed of so would not be returned for analysis. The patient¿s weight at the time of the event was not given, though the rep indicated that they were thin. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown, implanted: (B)(6)2018, product type: unknown. Other relevant device(s) are: product ID: neu_unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a bump on their back near the anchor site causing discomfort. It was indicated that there were no factors that the rep was aware of that led to the issues. Surgical intervention was performed as the patient¿s doctor removed one of the anchors due to the patient complaining that the bump on their back was bothering them. It was indicated that the issue was resolved at the time of the event. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.